Manufacturer narrative:
Us reporting agent notified on 09/03/2015. Manufacturing site evaluation: based on the serial number present on the device, it has been determined to be produced in 1997 or before. There are no indications of service performed on the device. The appearance of the device indicates long/intensive use. The surface of the protective sleeve at the coupling part is discolored and has green residues on the surface (handling/processing related). On the surface of the coupling housing, there are spots visible (processing related). During the functional inspection, the product was found to have running noise, the product also showed slight vibration during use. The coupling engages correctly. A strong warming (as reported by the customer) of the product was not detected. Device was disassembled ad corrosion was noted on the ball bearings and well as on the distance sleeves. The cable core has massive abrasions present. There are considered to be characteristics of normal wear and tear and are likely responsible for the running noise and vibration that was detected. It is possible that with an attached hand-piece and under increased load, these defects may also cause an increased warming of the flexible cable. However, other components (which were in use when the heating was observed) were not received for evaluation; a check with the components together was not possible. The other components may be worn which would result in rough movement, causing higher load to the flexible cable resulting in an increased warming during use. However, the received flexible cable itself was not showing a heating/increased warming as reported by the customer. The IFU for the product (oldest version) states under topic 8 "maintenance" is described that the product should be sent in for maintenance at least once a year. The actual valid IFU does also state the regular maintenance, minimum once a year. The received product did not get any maintenance. Based on the investigation results, the detected defects on ga173 are related to wear and tear. Hunts for a manufacturing mistake/failure could not be confirmed. Final conclusion: complaint is not justified. Corrective/preventive action: n/a.

Event description:
Country of complaint: (B)(6). The customer returned the flexible cable ga173 with the failure description of it "gets hot".